Manufacturer narrative:
Result: head-end left siderail assembly. Cracked/damaged inner siderail panel.

Event description:
It was reported by service report that the head-end left siderail does not lock in the upper position, and the inner siderail panel was cracked. No pt involvement or adverse consequences were reported.